Manufacturer narrative:
The intraocular lens was returned to the manufacturer. The sample was received in a plastic bag. The sample was inspected with a microscope at 10x magnification. Visual inspection revealed surface residuals (fibers, particles, and stains) on the lens surface. Surface residuals are compatible with handling the lens out of a sterile environment such as the explant process. No other unacceptable cosmetic defects were found in the returned lens. (B)(4): placeholder.

Event description:
We received a report regarding a patient who had an intraocular lens (iol) removed and replaced with another iol after the zonules collapsed. The incision had to be enlarged for the removal and required a suture for closure. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.